Manufacturer narrative:
Visual and functional analysis were performed on the returned device. The reported difficult to close foot was confirmed. However, the foot deployment and retraction were verified via manually opening and closing the lever with no difficulty noted. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no similar incidents from this lot. Per the instructions for use, do not advance or withdraw the perclose prostyle device against resistance until the cause of that resistance has been determined. Excessive force used to advance or torque the perclose prostyle smc device should be avoided, as this may lead to significant vessel damage and/or breakage of the device, which may necessitate intervention and/or surgical removal of the device and vessel repair. The investigation was unable to determine a conclusive cause for the reported difficulties; factors that contribute to the inability to retract the foot, include, but not limited to tissue, calcification or suture caught in foot. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Manufacturer narrative:
Medical device problem code 2017 against resistance manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of the left common femoral artery using the pre-close technique via a 6f sheath hole prior to a transcatheter aortic valve replacement (tavr) interventional procedure. Reportedly, the lever didn't close and the foot did not retract after suture deployment. The device was able to be removed with the foot open with some force. No tissue or vessel damage occurred. The suture had been successfully pre-placed. The sutures of another new prostyle were also successfully pre-placed. The sheath was upsized to a 14f sheath and the tavr procedure was completed. Hemostasis was achieved with the pre-placed prostyle sutures. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.